Event description:
It was reported that the 9600+ would intermittently lock up and require reinitialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the power supply ps1 was defective and was replaced. The sys was tested and found to be working as intended and placed back into service.